Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing including ECG stressing without duplicating the report. An external inspection of the device found no discrepancies. The customer's multifunction cable was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.